Event description:
Event description cpi received information that one month post abdominal aortic aneurysm surgery the implantable cardioverter defibrillator (ICD) and lead system exhibited intermittent loss of capture with diaphragmatic stimulation.